Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed, and the screen was displaying "complete". The infusion had ended 4 hours early despite the settings being correct. The continuous infusion rate had been 3.3, with a total reservoir volume of 151.4. The lock level was locked. A cstd from ICU medical had been used to fill the cassette. The pump had been used to prime the extension tubing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.